Manufacturer narrative:
(B)(4). Batch #unk. Additional information received: upon visual inspection of one photo, the following was observed: the photo shows some staples between the tissue. The staples that could be observed were as expected. However, due to tissue on staples, proper/improper form of staples cannot be determined. Based on the photo alone, the event described cannot be confirmed. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, after firing on the stomach with a green reload and no buttressing material (unknown firing), there was one staple from either side of the cut line that stayed attached to the other staples, preventing the two sides of the cut line from separating. The doctor was able to separate the staples to allow the two halves to separate. The doctor used the same stapler and additional reloads to complete the procedure. There were no patient consequences reported.